Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that the clinical patient underwent an initial right hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on the right side on (B)(6) 2013 due to poly wear, osteolysis, pain, and leg length discrepancy. Operative report noted well-fixed stem and cup. The patient had an iliopsoas injection on (B)(6) 2013 due to psoas tendonitis of the right hip which was causing groin pain.